Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, that the device displayed a "ECG disabled" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated at a zoll approved busisness partner, and the reported problem was verified. The multifunction cable and defib receptacle were replaced to remedy the problem. Analysis of reports of this type has not identified an increase in trend.